Manufacturer narrative:
The initial returned device form received from the patient's surgeon on (B)(6) 2015, indicated that the returned device had been implanted and explanted on (B)(6) 2015; a surgical reject. It was later discovered through the process of device analysis on (B)(6) 2015, that the device was implanted 3 months prior to the reported surgical rejection. Further information received from the clinic on january 7, 2016, confirmed the device was not rejected at surgery. This report is filed january 18, 2016.

Event description:
Per the patient's surgeon, it was reported that the electrode array had been inadvertently inserted into the anterior semicircular canal during initial implantation. Subsequently, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.